Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. There were no anomalies found. (B)(4).

Event description:
It was reported that when initially interrogated prior to implant the implantable cardioverter defibrillator (ICD)? Battery status was acceptable. After ending the session and reinterrogating, the device was handed off. However, the programmer screen then showed a gray bar battery status. There was concern about using the device so a new device was handed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.